Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) along with high capture thresholds while replacing the associated pacemaker. An x ray was performed which showed lv lead dislodgment. Subsequently, this lv lead was surgically abandoned, and a new lead was implanted. Other than the intervention no additional adverse patient effects were reported.